Event description:
A complaint was reported involving a battery that would not charge properly without manipulation, requiring the cord to be at a certain angle. There was no adverse impact on the customer's blood glucose level. The customer declined follow-up and no further action was required.